Event description:
Fill volume: 244ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: central line. Infusion started: (B)(6) 2014 at 5:33pm. Infusion ended: (B)(6) 2014 at 2:00pm. It was reported that an infusion finished 24 hours early when the infusion was expected to finish in 46 hours. It was reported as, "it was reported by the patient that a pump ran 24 hours early on the 46hour pump". It was also reported that the patient noticed the incident on (B)(6) 2014 after the patient returned home and that the patient "had a feeling pump was running fast". The patient reported the incident to the pharmacy on (B)(6) 2014. The pump was disconnected at the scheduled time on (B)(6) 2014 at 4:05 pm by the nurse. The device is reported as available for return to halyard for analysis. It was reported that no patient injury occurred with the reported issue and that the patient's current condition is good.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time halyard is pending receipt of the device. A review of the device history record (DHR) for the reported lot number was performed. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complain and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.